Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was at work on (B)(6) 2017 and at approximately 12:00pm, the patient fainted due to having a low event. The patient¿s manager called the paramedics and when they arrived, they took a bg reading and stated that the value was low. The paramedics administered the patient with a shot of glucagon and the patient did not respond. The patient was transported to the hospital and was treated with intravenous (IV) therapy and became responsive upon arrival. It was indicated that the patient was admitted to the hospital. At the time of contact, the patient was doing well and was still in the hospital. No additional patient or event information is available. No data was provided for evaluation. The confirmation of inaccuracies could not be determined. A root cause could not be determined.